Event description:
It was reported that since implant the patient has been running when trying to walk. Following reprogramming the patient could walk for 4-5 days. But then the running returned. When the ins was turned off in 2005 the patient walked well. A lead revision was done in 2006 with no improvement. The device worked well to control the patient's tremors. It was noted that the patient fell and broke his arm and ribs (timeline not specified). Further information is being request from the hcp.